Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 12.5 mcg/day via an implantable infusion pump for an unknown indication for use. The patient presented to the emergency room not breathing on their own, hypoxic, purple, with a suspected baclofen overdose. The patient's pump was read and there was no alarms or motor stalls. On (B)(6) 2018 the patient had an increase in dose from 130 mcg/day to 180 mcg/day. It was reported that the patient arrived in from (B)(6) the morning of (B)(6), and altitude could be a factor. The pump was brought down from 180 mcg/day to 12.5 mcg/day (minimum rate). It was unknown if the issue was resolved at the time of the report. A family member believed the patient was also taking oral baclofen. It was reported that the patient had been intubated and was still intubated at the time of the report. The patient's status was unknown and was noted as "alive - with injury." No further complications were anticipated/reported.